Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed large blisters under the four ECG electrodes of the lifevest. The blisters were described as "large blisters with water and bruising". The patient also reported that her skin gets very itchy and that she has a lot of small blisters that fill with water and then break her skin. The patient's cardiologist advised her that she can remove the lifevest when she is at home and has someone with her. Follow-up indicated that the rash had gotten better since using cortisone cream.